Manufacturer narrative:
(B)(6). The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a percutaneous coronary intervention (pci) treatment procedure a dissection occurred. The target lesion was in the ac marginal with 90% stenosis, a length of 10mm and a reference vessel diameter of 2.25mm. The target lesion was treated with predilatation with a maverick2 balloon. There was a dissection at pre-dilatation. A 2.25 x 16 mm study stent was deployed and post-dilatation with 9% residual stenosis. The patient was discharged that day on aspirin and clopidogrel.